Event description:
Revision surgery - aseptic loosening of the glenoid due to patient's history of sicklecell.

Manufacturer narrative:
The reason for this revision surgery was aseptic loosening of the glenoid. The length of in vivo service was 2.9 years. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the component listed in the complaint. A review of the product complaint report history showed there have been 5 prior complaints reported against this part; summary of investigations: 2 for instability, 1 for pain, 1 for dislocation, 1 revision for unknown reason. This is the first complaint against this lot number. The surgeon reported no issues associated with the product and provided no other information that definitively described the primary cause or details of the patient's condition. The patient is reported to have a history of sickle cell anemia. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.